Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer experience that the programmer was unable to fully boot and the programmer was to be scrapped due to excessive corrosion caused by liquid ingress. It was also noted that the programmer would not power up. It was replaced. (B)(4).

Event description:
It was reported that the programmer displayed a warning screen upon start up. No further information was available. The programmer was returned for repair. No patient complications have been reported as a result of this event.